Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken battery cap, minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported that the customer had high blood glucose levels of 400mg/dl. It was reported that the customer's insulin pump has a scratched display and cracks. Advised to discontinue use of the insulin pump. No additional information was provided.